Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The user received questionable sodium results for 4 patient samples. Results from only 2 patient samples were provided and were discrepant. Sample 1: initial sodium result was 128 mmol/l; repeat result was 137 mmol/l. Sample 2: initial sodium result was 125 mmol/l; repeat result was 131 mmol/l. No erroneous results were reported outside of the laboratory and no patients were affected. The sodium electrode lot number was not provided. The field service representative determined ise tubing was a possible cause. He replaced the ise tubing. In addition, he performed cleaning and checks of the ise system. To verify analyzer performance ise performance tests and check cassette were run with acceptable results. The customer also ran calibration and controls which were acceptable.